Event description:
The co rep reported that during training the physician deployed a vasoseal es in 2001. The site was covered with a sterilie dressing post procedure. Six days later, the pt developed a fever and the groin site had pus drainage. Both wound and blood cultures were positive. The pt had been in a diaper due to incontinence and the groin site was covered with an old dressing which was only partially covering the wound site. The pt was already on antibiotics due to a previous infection with an unclear source. The IV antibiotics were changed and a vascular surgeon was consulted. No further complications were reported.